Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3387-40, lot# j0104141v, implanted: 2001-(B)(6), product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had been having massive headaches that triggered seizures. This had been going on for about two years and it was getting progressively worse. The patient was having an MRI of the brain and cervical spine the day after this report. The patient¿s programmer was lost, but the patient stated their healthcare professional (hcp) had a device to turn the implantable neurostimulator (ins) off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.